Manufacturer narrative:
(B)(4). The date of event is the best estimate of the date of the first onset of the product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was unable to duplicate the issue of the system locking up. The fss reviewed the error logs and found several impedance errors correlating to epi mode. The fss tested the handpiece that was used during the issue reported. The fss found when testing the handpiece, it displayed handpiece not connected and a 604 tuning errors. When the fss tested the handpiece on a backup unit, the handpiece displayed the same error. The fss suspects the handpiece was the cause of the handpiece errors. The fss advised the surgery center to replace the handpiece. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. Manufacturer year 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine had a surge in epi phaco mode during a procedure and that the system locked up. The surgery center attempted to change the tubing packs and handpieces but was unsuccessful as the unit locked up. There was no patient injury reported. This is one of two reports.

Manufacturer narrative:
Device manufacture date (5/18/2015) has been provided. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Mechanical problem was identified as the failure mode. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.